Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1200 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did mention that her basal rates had changed as she suffers from addison's disease. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.